Event description:
Information received from the field notes that the patient was seen clinically after a transtelephonic monitor check showed no magnet response. The device could not be inter- rogated. The patient was not symptomatic and the ECG showed p wave tracking at 64 ppm. A subsequent follow-up observed no pacing, no telemetry and no magnet response.